Manufacturer narrative:
Initial and final MDR 1955710- MDR 3003442380-2024-23629- device 4 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states on 2024, it was reported by the patient that seven infusions set cannula was kinked due to which hyperglycemia and hospitalization occurs within 3 hours of insertion. IV and fluids of saline and insulin treatment received at hospital. Infusion set was placed in abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.